Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in tours, (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The processor board was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp gave an error code associated to the eprom after a procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the root cause of the reported event has been traced back to a defective cpu board, most likely wear/tear/usage led to electronic components fault.